Manufacturer narrative:
(B)(4). The analysis results showed that the tx30g device arrived with no apparent damage and with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot.

Event description:
It was reported that during a right upper lobectomy procedure, staples were not deployed after first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.